Manufacturer narrative:
A getinge field service engineer (fse) tested it at our company, but the problem did not reoccur, so we replaced it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) printing sometimes stops. There was no health damage reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, d4(version or model #, catalog #). Additional information: e1(event site postal code: (B)(6)). Despite gfes (good faith efforts) fse has confimed parts not replaced. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: customer not responded.